Event description:
Device malfunction: none. Symptoms: temporary loss of vision. Time of symptoms/ae: 4 days post procedure. It was reported that the pt was admitted in 2006 with symptoms of amaurosis fugax. The pt experienced a second episode of amaurosis fugax three days later. The pt then experienced symptoms of amaurosis fugax 4 days after the stenting procedure of the rica. Expert clinical opinion rec'd 02/20/07 indicates that the pt experienced a stroke. The patient was hospitalized; however, the pt's discharge date is unknown. No additional info is available. Study event.

Manufacturer narrative:
A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.